Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using two proglide devices via a 6f using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, cuff misses occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.